Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). External cause. One package was returned for analysis. Package was very dirty and in very poor condition. The tyvek surface was severely abraded and scraped making a rip in the tyvek above the flat part of the cartridge retainer. The rip and scrapes appear to be from multiple directions as if the package had been under a heavy object or between two moving objects and it was moved and scraped multiple times. The film side of the package also showed scrapes and abrasions in multiple directions. The customer had stated that the product came out of the box in this condition, but it cannot be determined if the damaged and dirty cartridge package was of the same lot number as the carton and remaining packages. It is suspected that the damage to the product occurred due to handling and storage conditions external to ees. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, a breakage hole found on the pouch after opening the box. Another device was used to complete the procedure. No patient consequence reported.